Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a 50% decrease in the remaining longevity between the previous follow up and the current device check. Premature battery depletion was suspected and the device was scheduled for replacement. No adverse patient effects were reported. The device was explanted and replaced without incident.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a 50% decrease in the remaining longevity between the previous follow up and the current device check. Premature battery depletion was suspected and the device was scheduled for replacement. No adverse patient effects were reported. The device was explanted and replaced without incident.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices, which was expanded in (B)(6) 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.